Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing severe low blood glucose was hospitalized. Customer declined further information but reported of treating low blood glucose with food and glucose tablets. Customer inquired on the guardian connect system.